Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.